Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited pacing impedance measurements greater than 2000 ohms and loss of capture on the atrial channel. Fluoroscopy was performed and the physician stated there appeared to be a fracture of the lead. A revision procedure was performed and the lead and device were removed from service. Removal difficulty was experienced when attempting to explant the lead as it became stuck in the subclavian vein. The lead was surgically abandoned and the tip remains in the subclavian vein. No additional adverse patient effects were reported.